Event description:
It was reported that a bd insyte autoguard bl 22ga x 1.0in was missing labeling information on (B)(4) units. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about no printing.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation results: the complaint of the missing label content was confirmed and the print was likely missed during the packaging process. Three photographs were provided for investigation, which showed ten sealed unit packages. No print was discerned on the unit labels. As the photos support the complainant¿s description of the reported event, the complaint was confirmed. The appropriate manufacturing personnel were notified of this complaint. This complaint type will continue to be trended within the post market surveillance process and any determined escalation will be managed there. As no lot information was provided and the issue did not appear to be associated with a full lot or more than 10 units, the issue could not be isolated to a specific packaging line or date. Inspections are in place to mitigate the occurrence of this defect.

Event description:
No additional information.